Manufacturer narrative:
G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the intensity cannot be increased or decreased. Nrosense is currently undergoing treatment. It displays a message to try again in a few seconds or refer to the manual. An outpatient visit was made the day before yesterday and adjusted, but there was no improvement. There were no factors in particular that may have caused the occurrence of the event. Additional information reported actions taken for cause identification and troubleshooting: while using nrosense, no improvement was observed even when the intensity was adjusted. It was confirmed that there were other groups, but no information had been received from the medical institution regarding group switching, and group change was not desired. Consult the medical institution regarding treatment. It was noted the issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the serial number of the ins is unknown. The cause of the patient's inability to adjust the stimulation was due to neurosense settings being used, and restrictions applied to changes in stimulation intensity. The issue was resolved at the time of the call to the call center, and no additional actions were taken. There is no plan for additional intervention.